Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss from the cylinder and reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed leak testing. The pump did not pass inflation or activation testing. The first cylinder was visually inspected, leak tested, and pressure tested. This cylinder had wear at a fold in the distal end of the cylinder. This cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder passed the leakage and pressure tests. The second cylinder was visually inspected, and leak tested. This cylinder had wear at fold in the distal end of the cylinder. This cylinder passed the leakage test; analysis could not determine the cause for the device fluid loss reported clinically.

Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss from the cylinder and reservoir. A new inflatable penile prosthesis was implanted. No patient complications were reported.